Event description:
It was reported patient experienced discomfort at the ipg pocket site due to battery movement. As such surgical intervention was undertaken on (B)(6) 2024 where the ipg was repositioned, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.